Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified the fiber was received in one piece without any defects to the fiber body. Burn marks were observed on the connector, and there was no light passing through the connector. This is indicative of a fiber fracture within the connector. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that during a flexible transurethral ureterolithotripsy (ftul) procedure, the fiber stopped crushing the stone after 40 minutes of use. The fiber was removed, and another fiber was use to continue the procedure. After 30 minutes of use, the second fiber also stopped crushing the stone. The fiber was replaced, and the procedure was completed using a third fiber. There were no patient complications. Analysis of the returned fiber found there was no light exiting the connector face indicating a fiber fracture within the connector. This report is for the second fiber.